Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in the moderately tortuous internal iliac artery. A 12mm x 40cm interlock-35 was selected for use in an internal iliac artery embolization. During procedure, a continous flushing was performed before inserting the coil. The coil became stuck in the distal part of the catheter. During removal of the catheter and the coil at the distal part, the coil protrude from the catheter tip. Then, only the coil was pulled out as it was. The procedure was completed with another of the same device. No patient complications were reported.